Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that the patient was admitted to a hospital on (B)(6) 2014, due to an exacerbation of cardiomyopathy and atrial fibrillation. This nurse reported that the patient was not dialyzing at the time of the event. On an unknown date after being admitted, the patient's treatment modality was changed from peritoneal dialysis to hemodialysis, for an unknown reason. There was no reportable device malfunction. On 12/19/2014, the patient expired. There is no allegation against any fresenius product in relation to the reported event.